Manufacturer narrative:
Device expiration date: unknown. Investigation summary: it was reported the cannula was confirmed to be occluded with adhesive. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom area of the needle hub. At the center, where the needle is, appears to be a white substance. No other information could be obtained from the photo. During the manufacturing process there is a system to verify there are no clogged needles. A device history record review was completed for provided material number 301664, lot 1172796. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle ns 25ga 1in blt sq grd w/o shield experienced foreign matter, contamination causing occlusion. The following information was provided by the initial reporter: the cannula was confirmed to have be occluded with adhesive. Internally, we do an air flow test to cull out any of these nonconformances. We have sent an awareness training out to our internal team for awareness of the event, if seen in house.